Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported the infusion device often displays e4 (occlusion) error and she has experienced elevated blood glucose of approximately 300 mg/dl as a result. She changes the infusion set and boluses through the infusion device to lower elevated blood glucose. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.